Event description:
A medtronic representative reported that the site was unable to lock the biopsy needle trajectory within the software during a cranial biopsy surgery. It was determined that they were in a tumor resection software procedure, instead of biopsy. The medtronic representative was advised that the option to lock the trajectory is only available in the biopsy software procedure. They switched to the biopsy procedure, but then system became unresponsive and the user was still unable to lock the biopsy needle trajectory. The surgeon decided to complete the biopsy without navigation. No impact to the patient was reported.

Manufacturer narrative:
Patient sex and weight provided.

Manufacturer narrative:
The patient sex and weight are unknown at this time. A use test was performed on a resin head to recreate the case and was not able to replicate the reported event.